Manufacturer narrative:
Maquet sas became aware of an incident with a surgical light hled device. As it was stated, the surgical light was affected by oxidation. There was no injury reported however we decided to report the issue in abundance of caution as any rust or paint particles falling off into sterile field or during procedure might lead to serious injury. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. The involved zone on the device has visual indications that points to the likeliness of it having been exposed to collisions. This indicates that cleaning agent residues passed through the painted surfaces and leading to its degradation. The concentration of chemical products, the presence of agent residual on the disinfected surfaces are probably the main factors leading to the deterioration of surfaces. It is worth to be noted that the applicable user manual is stating that device needs to be checked daily for impact marks and chipped paint. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of surgical lights- hled. As it was stated, the surgical light was affected by oxidation. There was no injury reported however we decided to report the issue in abundance of caution as any rust or paint particles falling off into sterile field or during procedure might lead to serious injury.

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).